Event description:
It was reported that in 2008, the physician suspected a problem with the pace/sense portion of the lead. The is-1 portion of the lead was capped, and the df-1 portion remains active. No further information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received our CAPA system has found this past-due reportable event.